Event description:
It was reported that the patient¿s device was removed because it was uncomfortable. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v508243, implanted: (B)(6) 2010, product type lead. (B)(4).